Event description:
A stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. The patient's vessels have severe disease progression resulting in aortic neck dilatation. It was reported 12 months post stent graft implant the stent graft has migrated 8mm resulting in a type I endoleak. There was aneurysm expansion. The patient will be treated with an aortic cuff in two weeks. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
Evaluation: results: (migration). (Severe disease progression resulting in aortic neck dilation). Evaluation: conclusion: (severe disease progression with the aortic and aortic neck angulation). Secondary intervention is required.